Manufacturer narrative:
The involved item was received and underwent an examination by the company. Examination of the nail, including microscopic visual inspection, indicated it had a fatigue fracture. Examination of the production records of the involved device indicated the implant was manufactured according to specification. Breakage of proximal femur nails is known and documented in the literature, with reported rates that range from 0.2% to 5.6%(1). The risk of implant fatigue failure increases in the case of pathological fractures, like in the reported case. The reported case involved a (B)(6) year old patient with a tumor. Importantly, nail withheld for more than 9 months which is considered a long period in cases with compromised bone healing. (1) johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
A proximal femur nail was implanted to treat a pathologic fracture (oncological patient) in (B)(6). More than 9 months post-operation, nail broke at the sub-trochanteric area and was replaced with a metal nail in a revision surgery.